Event description:
It was reported that during a bha, there was a gap (0.5mm) between a shell and locking ring. Therefore, the surgeon used another one instead.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that during a bha, there was a gap(0.5mm) between a shell and locking ring. Therefore, the surgeon used another one instead.

Manufacturer narrative:
An event regarding an excessive gap between the locking ring and shell involving a centrax duration 26mm x 53mm was reported. The event was not confirmed. Dimensional inspection confirmed that the gap between the locking ring and the shell was within specification. It is not believed that patient factors contributed to the reported event. A device history review confirmed all devices were manufactured and accepted into finished goods with no reported discrepancies. A complaint history review confirmed no similar events for the reported lot. The investigation concluded that reported product was dimensionally within specification. According to the reported event, there was a gap of 0.5mm (.020 inches) between the locking ring and the shell. According to drawing (B)(4), the allowable gap size is between .005 and .035 inches. As an additional check, the returned devices were assembled by the investigator and sent for a dimensional inspection. The dimensional inspection concluded that the gap size on the returned device is between .019 and .029 inches, further proving that the device is within specification.